Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 19.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. Post-operatively, over a span of a few weeks, the patient complained of eye soreness and gradual visual deterioration. Through a follow up visit, one entire haptic was found to be lying in the anterior chamber causing corneal edema and visual blurriness. Therefore, the lens and detached haptic were explanted (B)(6) 2017. Reportedly, there was no incision enlargement, vitrectomy, or sutures used. The replacement lens was the same model. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site as it was disposed of. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.